Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint had been confirmed. External visual inspection of the lead found that the spacer between contacts # 9 and 10 has a raised edge (frost heave) up against the edge of contact # 9. High impedance readings were registered at several contacts. X-ray inspection revealed broken cables located between contacts # 9 and 10. No cables are exposed at the fracture site. The DHR review found no anomalies when the lead was manufactured. The root cause of lead fracture was unknown. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead splitters passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. The lead splitters exhibited normal device characteristics.

Event description:
A report was received that several contacts were not functioning. The physician believed that this could be a malfunction with the lead or connection issues with the lead splitter. The patient will undergo a revision procedure with possible replacement of leads and lead splitters.

Event description:
A report was received that several contacts were not functioning. The physician believed that this could be a malfunction with the lead or connection issues with the lead splitter. The patient will undergo a revision procedure with possible replacement of leads and lead splitters.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient underwent a revision procedure wherein the leads and the splitters were replaced. It was believed that lead fracture was suspected because of non functioning contacts and disruption of the electrical flow showing high impedances; however this was not confirmed by x-ray. It was also reported that the patient was experiencing discomfort at the ipg site and the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #:(B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that several contacts were not functioning. The physician believed that this could be a malfunction with the lead or connection issues with the lead splitter. The patient will undergo a revision procedure with possible replacement of leads and lead splitters.